Event description:
It was reported that an embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure. A 33 mm watchman laa closure device was deployed. A tug test was performed 3-4 times with stable position. There was no residual leak and compression ratio was 9-15%. A 10 mm protrusion was noted. The device met criteria and was released successfully. The following day, patient developed mild difficulty in breathing the device was found embolized to the left ventricle via transthoracic echocardiogram (tte). The device was removed via surgical thoracotomy that day. The patient was admitted to the intensive care unit (ICU) and then 12 days post surgery was transferred to the normal ward.